Manufacturer narrative:
Upon visual inspection, the device was found to have internal widespread corrosion and a worn trigger shaft. The device was repaired and returned to the user facility.

Event description:
During a case the core universal driver ran without user activation. It was reported that the patient was cut, but the cut was in the correct position for the planned cut. The customer reported that the cut was to a depth of 0.5cm and width of 1.3mm and that no additional treatment was required by the patient as it was in the correct position for the planned procedure. No adverse consequences to the user were reported.

Event description:
During a case the core universal driver ran without user activation. It was reported that the patient was cut, but the cut was in the correct position for the planned cut. The customer reported that the cut was to a depth of 0.5cm and width of 1.3mm and that no additional treatment was required by the patient as it was in the correct position for the planned procedure. No adverse consequences to the user were reported.